Event description:
During an unknown endoscopic procedure, the physician used a cook fusion extraction balloon with multiple sizing. It was reported [that] after multiple pulling [sweeps] in bile duct with balloon user detected the balloon cannot be deflated, which caused the balloon unable to be retracted from the bile duct and into endoscope working channel. User used force to pull the endoscope from patient and the device could not continue [to be used] to clear the bile duct, and user changed to another similar balloon to remove the stone. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: d2a: biliary catheter for stone removal that may also allow for irrigation and contrast injection investigation evaluation: the product said to be involved was returned in a white plastic bag with an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The balloon returned with the syringe still attached and it was noted under visual magnification that there was still some air remaining in the balloon, confirming difficult deflation. The device was returned with the syringe still attached to the inflation port. A functional test was performed on the balloon using the returned syringe; when the balloon was filled with air, no leaks were present in the balloon material. Once the balloon was inflated, pressure was released from the syringe and the balloon deflated within several seconds, slightly longer than expected. The device was visually inspected and appeared to be free of bends and kinks along the catheter of the device. The device history record for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: our laboratory evaluation of the device confirmed the complaint, the balloon returned with some air still inside and it took slightly longer than normal to deflate. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The information provided does not say if the balloon was test inflated prior to use. The instructions for use (IFU) states, "verify balloon integrity prior to use by attaching the enclosed syringe to the stopcock and inflating the balloon with air only." The instructions for use (IFU) states, "once the balloon is endoscopically visualized in the duodenum, turn the stopcock to the open position and deflate the balloon." Prior to distribution, all fusion extraction balloon with multiple sizing are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.